Manufacturer narrative:
Date sent to the FDA: 07/24/2019. A manufacturing record evaluation was performed for the finished device batch mkh809-8889h and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: confirm the specific number of devices (total qty actually involved with reported issue), that failed during this one event report/procedure for the reported lot?

Event description:
It was reported that the patient underwent an unknown vascular procedure on (B)(6) 2019 and suture was used. The suture broke during use. It is unknown what was used to complete the procedure. There were no patient consequences reported.